Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia surgical procedure, the customer contacted technical support engineer (tse) and reported an error with the erbe generator. Troubleshooting actions at time of the call were not able to resolve the error. The other system was not at the same software level. The site did have a third party generator and energy activation cord the procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported issue was not confirmable using artemis; u-02 condition may have hindered logging to artemis. M-b1 error logged on (B)(6) 2025. Inspection during fa process was able to find errors in erbe logs that match the timeframe and fault condition reported, but were unable to replicate on site; c-00 errors in erbe logs from (B)(6) 2026 line up with event timeline. U-02 errors will be logged as c-00 errors after erbe is rebooted. Unit tested on system, no errors present on startup. All energy operations performed successfully via all ports. Additional m-b0 errors in erbe logs. Upon visual inspection, front bezel of unit found to be experiencing slight yellowing/discoloration. Slight but present scuffing/scraping o underside of front bezel. Underside lips of cover have slight scraping scratch defacement on specification label; readability on right side o label impacted. Slight oxidation on pedal I/o screw terminals and securing rings. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.